Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was stuck in the mtc60c iol injection cartridge. Surgical residue/debris on product. Complaints of this nature are being investigated under iaca m04-04.

Event description:
The surgeon attempted to implant a aa4204vl silicone lens. The lens stuck in the cartidge. No pt injury. The iol injection cartridge model used was a mtc60c, lot number unk. Iol injector model and lot number unk.